Event description:
It was reported the lead was explanted and replaced due to lead fracture. No patient complications have been reported as a result of this event. The ra lead was also returned, due to an apparent lead fracture and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; distal segment returned for analysis. Conductor ends are cut, no fracture was found. Inner insulation breached; distal segment was returned for analysis. It was reported the lead was explanted and replaced, due to lead fracture. No patient complications have been reported as a result of this event. The ra lead was also returned due to an apparent lead fracture, and subsequently tested out of specification during the manufacturer's analysis. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: insulation degradation/deterioration, insulation. No conclusion can be drawn. Lead(s), fracture of.